Event description:
It was reported that the balloon would not inflate beyond 6 atm, so the balloon was removed from the icast stent without moving the stent. A new 8 mm x 40 mm mustang balloon was used across and completed the expansion of the stent. No harm was reported.

Manufacturer narrative:
Due to character restrictions in following block: d10: concomitant products: boston scientific amplatz super stiff wire, 7 french x 25 cm terumo sheath. E1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.